Event description:
Arjo was informed about the incident with a maxi move passive floor lift involvement. According to the information provided, a patient was lifted from a bed using the lift in order to change the bedding. When the activity was finished, caregivers wanted to lower the patient back on the bed, but the lift did not move. It was then decided to raise the bed instead. Once the patient was safely placed back on the bed, the lift was pulled away from the bed and its jib, together with the attached dps spreader bar, quickly moved downwards (approximately 20 cm). As a result, the dps spreader bar hit the patient's legs, causing bruising. The sustained injury was assessed as not serious by the arjo clinical specialist. After the event, the device was taken out of use and an arjo representative was called to evaluate the lift. The service technician did not find any device malfunction that could lead to the reported issue.

Manufacturer narrative:
Arjo was informed about the incident with a maxi move passive floor lift involvement. According to the information provided, a patient was lifted from a bed using the lift in order to change the bedding. When the activity was finished, caregivers wanted to lower the patient back on the bed, but the lift did not move. It was then decided to raise the bed instead. Once the patient was safely placed back on the bed, the lift was pulled away from the bed and its jib, together with the attached dps spreader bar, quickly moved downwards (approximately 20 cm). As a result, the dps spreader bar hit the patient's legs, causing bruising. The sustained injury was assessed as not serious by the arjo clinical specialist. After the event, the device was taken out of use and an arjo representative was called to evaluate the lift. The service technician did not find any device malfunction that could lead to the reported issue. Based on the information obtained from the technician after the visit at the customer¿s site, the likely course of events that resulted in the unintended fast downward movement of the device could be as follows: there was a raising aid that was placed above the patient's bed at the time of the incident. The raising aid was positioned so that the jib of the lift was directly above it. When the caregiver pressed the down button on the remote control of the maxi move to lower the patient back onto the bed, the lifting jib of the device was lowered onto the raising aid and the movement of the device was blocked. The caregivers then decided to raise the bed to lower the patient onto it and the movement of the bed led to the lower part of the floor lift¿s jib being raised. This caused the lifting straps inside of the lift¿s mast to be stretched and the slack removed. Then, when the maxi move was removed from the obstacle, the straps loosened again and the equipment¿s jib lowered down. The instructions for use for the maxi move passive floor lift (document number: 001.25060.en) contains the following caution: "caution: before and during operation of the powered dps spreader bar, ensure all obstructions are clear of the spreader bar, support frame and jib." The document also instructs the user that: "great care should be taken not to lower the spreader bar, or stretcher onto the patient or any other obstruction (¿)." Taking into account all the information obtained during this investigation, it can be concluded that the cause of the reported incident was the lowering of the device's jib onto an obstacle which resulted in an unintended fast downward movement. In summary, the maxi move passive floor lift was being used to the patient transfer when the device's jib with the dps spreader bar attached, quickly lowered down, hitting the patient's legs. From that perspective the device did not meet its performance specifications. The complaint was decided to be reported to competent authorities due to the allegation of fast unintended down device movement. No serious injury was sustained.